Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 6949 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced due to a routine upgrade. The leads were returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.